Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the pump was intermittently not responding to down arrow button presses. He also claimed that the button needed to be pressed several times before the pump would respond and at times, the button would stick. The pt denied any trauma to the keypad. The pt claimed that the keypad was intact.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.